Manufacturer narrative:
A steris service technician arrived onsite to inspect the loading car and found that the removable bar that sits on the end of the loading car was damaged. While onsite the technician spoke with user facility personnel regarding the reported event and learned that the employee had not properly aligned the transfer carriage with the sterilizer's docking station. The employee then had to apply excess force to remove the loading car and transfer carriage from the sterilizer. As the employee attempted to remove the loading car, their hand bumped the damaged removable bar causing it to detach and contact the employee's head resulting in the reported event. The removable bars prevent instruments from shifting during a processing cycle and can be adjusted based on desired height of the loading car shelves. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. The technician counseled user facility personnel on the proper use and operation of the transfer carriage, specifically ensuring that the transfer carriage is properly aligned to the docking station prior to removing instruments from the sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a laceration on their head while operating their evolution loading car. Medical treatment was sought and administered (gauze).